Event description:
The following info was provided by the affiliate: approx 7 months following cypher stent placement, the pt underwent follow-up cardiac catheterization. The pt was asymptomatic and no follow up stress test was performed. Repeat coronary angiography revealed a complete stent fracture (portion of stent unk). There was no restenosis. No treatment was required. No re-hospilization was required.